Manufacturer narrative:
Site charge rn, (B)(6) declined to provide patient identifier . On (B)(6) 2016 a medtronic representative, following-up at the site, reported there was no allegation of a medtronic device malfunction, however, it appeared the surgeon's use of electro cautery around the skull base was a contributing factor, or the main factor. No fluid was leaking when medtronic devices were used, and it was reported leaking occurred after the cautery was used. One week following the procedure, the surgeon stated that the patient was doing fine. Return requested. Replacement computer was shipped to site, however, was returned to manufacturer unused. No parts have been received by manufacturer for analysis. No further issues have been reported. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's fusion navigation system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A medtronic ent representative reported that, while in a functional endoscopic sinus surgery (fess), the surgeon identified a cerebrospinal fluid (csf) leak. The surgeon was using electrocautery for hemostasis on tissue. Fusion was in or. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's fusion navigation system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.